Event description:
The customer reported that they were experiencing non-reproducible calcium results generated from a olympus au400 clinical chemistry analyzer. The customer was repeating all of their high calcium results and some repeat results show lower recoveries. Data was provided that indicated the non-reproducibility of two calcium values generated on an olympus au400 clinical chemistry analyzer. This report represents sample number two. The initial result was reported out of the laboratory. It is unknown as to whether there was a death, serious injury or change to patient treatment associated or attributed to this event. The sample was a serum sample. Quality control (qc) results and calibration results demonstrated acceptable recovery. Assay precision assessments indicated precision was acceptable.

Manufacturer narrative:
An incorrect product classification code was initially reported as "ckb". The correct product classification for this instrument is "jje"

Manufacturer narrative:
The r1 reagent probe was replaced on the instrument, and the instrument was returned into service. The customer is no longer reporting problems with recovery. Although a repair was performed a definitive root cause has not been identified to date. The mdrs associated with this event consist of: 2050012-2011-02061, 2050012-2011-02060.